Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the thread jerked when pulled through while used for tightening the upper limb in plastic surgery. There is no patient data. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 27 closed samples and 2 opened for analysis. Also, a picture from the customer showing a thread with splitting. Checking both open samples received, do not show splitting on thread surface. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.21 kgf in average and 0.195 kgf in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle-attachment during manufacturing process, but the results fulfill the requirements of the european pharmacopoeia (ep): 0.140 kgf in average and 0.097 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.